Event description:
It was reported that the health care professional (hcp) contacting technical services (ts) for review of reports of this pacemaker system. There was difficulty interrogating this pacemaker with a programmer. Ts examined the presenting electrogram (egm) and found that there was noise and oversensing on the right ventricular (rv) lead channel which resulted in pacing inhibition. It was also found that there was a decrease in rv pacing lead impedance (pli) measurements to 250 ohms. Ts provided troubleshooting and discussed lead integrity. It was noted that this patient was admitted to the hospital experiencing a heart rate of 48 beats per minute (bpm). It was noted that reprogramming was performed. No additional adverse patient effects were reported. Currently, this lead remains in service.

Event description:
It was reported that the health care professional (hcp) contacting technical services (ts) for review of reports of this pacemaker system. There was difficulty interrogating this pacemaker with a programmer. Ts examined the presenting electrogram (egm) and found that there was noise and oversensing on the right ventricular (rv) lead channel which resulted in pacing inhibition. It was also found that there was a decrease in rv pacing lead impedance (pli) measurements to 250 ohms. Ts provided troubleshooting and discussed lead integrity. It was noted that this patient was admitted to the hospital experiencing a heart rate of 48 beats per minute (bpm). It was noted that reprogramming was performed. No additional adverse patient effects were reported. Currently, this lead remains in service. According to additional information, this device was explanted. No further information was provided regarding replacement. No additional adverse patient effects were reported. This product was received by boston scientific for further investigation.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the health care professional (hcp) contacting technical services (ts) for review of reports of this pacemaker system. There was difficulty interrogating this pacemaker with a programmer. Ts examined the presenting electrogram (egm) and found that there was noise and oversensing on the right ventricular (rv) lead channel which resulted in pacing inhibition. It was also found that there was a decrease in rv pacing lead impedance (pli) measurements to 250 ohms. Ts provided troubleshooting and discussed lead integrity. It was noted that this patient was admitted to the hospital experiencing a heart rate of 48 beats per minute (bpm). It was noted that reprogramming was performed. No additional adverse patient effects were reported. Currently, this device remains in service. According to additional information, this device was explanted. No further information was provided regarding replacement. No additional adverse patient effects were reported. This product was received by boston scientific for further investigation.